Event description:
This is being filed to report the clip detached from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patient anatomy. Two clips were implanted, reducing mr to 2. At a later date, follow up transthoracic echocardiogram (tte) noted one clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. Per the physician, the slda was due to the patient anatomy. Treatment will be performed at a later date. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation/slda appears to be due to challenging patient anatomy. The reported poor imaging is due to patient anatomy. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.